Manufacturer narrative:
1/28/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the staple line bled. No pt injury reported.